Event description:
The pt reported "my nerve stimulator has been destroyed." The pt was requesting info on how to obtain a new device. No symptoms or outcome were reported. Additional info has been requested, a f/u report will be submitted if additional info becomes available.